Manufacturer narrative:
(B)(4). Pump passed active current measurement, self-test and displacement test. No unexpected low battery alert or replace battery alarm noted. However, pump received with a high sleep current measurement, problem isolated to the pcb 2. Pump received with pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm and replace battery alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.